Event description:
The catheter was not recognized on the carto piu (patient interface unit). This was an out-of-package failure. The error message that appeared stated "unable to recognize catheter". The cable was changed, and the error was still displayed. The catheter was replaced and the error was corrected.